Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular implantation surgery, the implant could not be properly positioned because the haptic of the implant remained straight upon exiting the injector instead of curving.